Event description:
It was reported that during a supply change the ilet user forgot to insert the cartridge, and an agent guided the user back to the start of the supply change process to complete setup. The event involved the infusion set and cartridge with an infusion set deployed or connected incorrectly and was resolved through troubleshooting and education without alerts or alarms. No reported symptoms or clinical effects. Outcomes included no reported impact on the user¿s condition or therapy continuity. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed user handling error related to infusion set deployment and cartridge insertion, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.